Manufacturer narrative:
Philips has investigated this complaint. Per the information collected, the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode.the wireless connection with the base station was re-established after re-pairing the wireless footswitch with the base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Event description:
It has been reported that the wireless foot pedal was disconnecting. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.